Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver gablofen [2000 mcg/ml] at 2113 mcg/day, indicated for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that on (B)(6) 2018, the patient was in the hospital and had signs of overdose and that there may have been a pocket fill. The pump was put to minimum rate mode. Additional information was received on (B)(6) 2018. It was reported that it was confirmed that it was not a pocket fill. It was noted that there was minimal urinary tract infection (uti) symptoms, but the reason for the issue was unknown. As an action/intervention taken to resolve the signs of overdose, the pump was brought down to minimum rate and titrated back up to 1600 mcg/day. The patient's weight at the time of the event was unknown. The patient's medical history was not available to the manufacturer. It was reported that the signs of overdose had been resolved. The patient was last seen on (B)(6) 2018; the pump was aspirated and the reservoir volume matched what was expected. It was stated that this problem had been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on (B)(6) 2018. It was reported that the 8840 programmer was used at the time of the event. The reason for the patient being hospitalized was uncertain, but it was ¿believed not to be a pump issue. His cognitive decline appears to be from a uti.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on (B)(6) 2018. It was reported that the patient did not exhibit signs of overdose immediately after the refill, they first started exhibiting signs of overdose ¿approximately 24 hours after fill.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.